Manufacturer narrative:
Additional information in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Two probe samples were returned for evaluation. The device history record review for the reported lot indicates that the product was processed and released according to the product¿s acceptance criteria. Sample 1: the returned sample was visually inspected and deemed nonconforming. The needle is bent to approximately 30 degrees. The port cutting edge has some damage present. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was no wear present on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the inner cutter from the needle. The inner cutter is bent. There were wear marks at the inner cutter bend area and down the length of the inner cutter. Actuation testing was performed again after the probe was disassembled and the actuation testing was then deemed conforming. Sample 2: the returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not close. Aspiration testing was performed and deemed nonconforming. A continuous flow of bubbles were present. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. There were wear marks at the inner cutter bend area and cutting edge. The internal probe air flow was tested with a syringe and there was no resistance present. Actuation testing was performed again after the probe was disassembled and the actuation testing was then deemed conforming. Aspiration testing was performed again after the probe was disassembled and the aspiration testing was then deemed conforming. The complaint evaluation did confirm that both probes had nonconforming actuation and cut performance issue. The root cause for the probe #1 not functioning correctly is due to the bent outer needle and bent inner cutter, wear on the inner cutter, and damage to the port cutting edge. A bent needle and inner cutter will cause interference between the two components and result in an actuation/cut failure. The root cause for when and how the needle became bent and damage to the cutting edge cannot be determined from this evaluation, but does not point to a manufacturing issue due to the amount of bend present on the needle. Actuation was confirmed to be conforming once this interference was eliminated. The root cause for the probe not cutting for probe #2 is from the misuse of the probe. The inner cutting edge and inner cutter were both worn from its excessive use. This single use probe was use for approximately 120 minutes, compared to the normal vitrectomy portion of the procedure which is typically less than 20 minutes. Actuation was confirmed to be conforming once the inner cutter interference was eliminated. The probe also failed aspiration. The aspiration nonconformance for bubbles were due to the inconsistency of the inner cutter to move and close within the port. Foreign material may also have accumulated within the probe during its high use which may also impede the movement of the cutter shaft. Once any interference from foreign material and the cutting edge wear was eliminated, both the actuation aspiration function was conforming. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A customer reported cutting failure of the probe during a surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.